Event description:
It was further reported that the patient experienced pocket dehiscence. It was also reported that the rv lead was partially explanted due to during extraction extensive calcification at superior vena cava (svc) brachiocephalic junction. After several attempts to remove the rv lead, the lead broke. The rv lead was pulled back into the pocket and cut. It was also reported that there was moderate to severe tr (tricuspid regurgitation).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) patient experienced an infection with discomfort, redness and swelling. The patient was hospitalized and the device system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d4 -crt-d - implant date: (B)(6) 2025; 6947m55 -lead - implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.